Event description:
Customer reported an incident in which the aviva meter was unavailable for use due to an error within specifications. The customer passed out and was taken to hospital by ambulance. No results or treatment provided. A request was made for the return of the system, replacement was sent.